Event description:
On 1/12/95, an ipp device was implanted. On 12/5/96 a connector was revised. On 1/10/97, the device was removed from the pt and replaced due to fluid loss. Add'l lot/ser no: al006 005.